Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a blood glucose run mode error after falling asleep and later waking up, at which time the continuous glucose monitoring system was connected to the mobile application and indicated a high glucose reading. The patient had changed the sensor earlier and the device settings showed pairing with a sensor, however the pairing code corresponded to a prior sensor. The patient was instructed to switch the sensor type setting and then reselect the correct sensor type and enter the correct pairing code, after which the device showed proper pairing with the sensor. The patient reported being in range prior to falling asleep and later observed blood glucose levels exceeding 400, though the exact value was unknown, and was unsure how long levels remained outside the target range while asleep. The patient reported feeling unwell prior to sleeping, had taken medication, and stated feeling okay afterward. No backup therapy, ketone testing, professional medical intervention, or additional assistance was reported, and no immediate health effects were experienced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.